Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the stent diameter was smaller than the vessel diameter causing the stent to jump during inflation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, mildly tortuous, 80% stenosed renal artery. A 6x12mm herculink elite stent delivery system (sds) was advanced, and the stent jumped during deployment but was in the target lesion. A 7x15mm herculink elite stent was used to treat another lesion and successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.